Manufacturer narrative:
On 08-jun-2022, the mentor failure analysis lab received the device for evaluation. Additionally, mentor became aware that the correct lot number for the patient¿s left breast prosthesis is 5606275. It is a mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported implantation date is before the manufacture date of the device. Mentor will report the dates as received. If clarification is received on the implantation date, a supplemental report will be submitted. On 15-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted at a junction of the valve system. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis (left device) and a mentor smooth round moderate profile 475cc saline breast prosthesis (right device) that both deflated post implantation. The patient noticed that one of the breasts appeared smaller than the other. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 600cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2022. The surgeon noticed that the right breast prosthesis was deflated and the left breast prosthesis appeared intact. When the surgeon attempted to remove the left device, it was reported that it fell apart. This medwatch report is for the patient¿s left breast prosthesis.